Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via regulatory agency that during intraocular lens (iol) implantation lens did not deploy as expected with no reported patient contact. Additional information has been requested and received stating there was no patient harm.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was retracted back to mid-nozzle upon return. The trailing half of the lens was misfolded and broken. The lens was advanced past the fill line with a portion of the leading haptic and optic extended outside the nozzle tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The reported complaint was observed. The root cause may be related to a failure to follow the instruction for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override, underride, or damage the lens. Topcoat dye stain testing was conducted with acceptable results.